Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention include endoleaks. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2014, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder®aaa endoprostheses. On (B)(6) 2015, this patient underwent an endovascular treatment for a thoracic aortic aneurysm using other manufactured stent graft. On (B)(6) 2023, this patient underwent a reintervention using a gore® tag® conformable thoracic stent graft with active control system to treat a proximal type I endoleak from the non-gore device. The left common carotid-right axillary artery bypass was performed and the ctagac was implanted from below the brachiocephalic artery. The endoleak was resolved. On (B)(6) 2024, this patient underwent a reintervention. An additional stent graft was implanted proximal side to treat a proximal type I endoleak from the ctagac. Coil embolization to the thoracic aneurysm was also performed. At the same endovascular procedure, an additional stent graft was implanted into the left common iliac artery as a treatment for iliac dilation. Reportedly that was a preventive treatment for a distal type I endoleak of the left common iliac artery. The patient anatomy was not challenging and there was no aneurysm enlargement reported. The patient tolerated the procedure. There was not a distal type I endoleak confirmed, but iliac dilation was observed. The reintervention was needed for the iliac dilation with a future risk of type ib. The physician suspected that that the non-gore device implanted in 2015 might have been related to these events, but they are not sure.